Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working because the tubing was coiled up on itself. A surgical procedure was performed to remove and replace reservoir and pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified; however, the component did not pass functional evaluation. The reservoir was microscopically inspected and tested for leaks. Upon microscopic examination, it was noted that the kink resistant tubing (krt) was worn to the filament and the component tubing had bends from being coiled up. In addition, there was a leak in the krt from wear from fatigue. Based on the information available and analysis results, the pump not passing functional testing and the leak in the reservoir krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working because the tubing was coiled up on itself. A surgical procedure was performed to remove and replace reservoir and pump. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working because the tubing was coiled up on itself. A surgical procedure was performed to remove and replace reservoir and pump. There were no patient complications reported.